Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after an infusion set change. System check was performed and the pump performed as intended. The customer delivered a bolus while disconnected from the pump and received another occlusion alarm. Due to the ongoing issues with occlusion alarms, the pump was to be replaced. The customer was to use manual injections for diabetes management.